Event description:
An abutment screw fractured inside an implant. The surgeon had to perform an add'l surgical procedure to remove the abutment screw from the implant. During the surgical procedure to remove the fractured abutment screw, the surgeon fractured the implant as well, so the implant has been removed from the pt. No pt injury has been reported.